Manufacturer narrative:
(B)(4). Lens remains implanted at the time of submitting the MDR. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon inserted the intraocular lens into the patient's eye; a plastic piece was also went into the patient's eye. The surgeon had to remove the plastic piece. The intraocular lens remains in the patient's eye. There was no incision enlargement and there was no patient injury reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation - yes - returned on 12/10/2015. The pcb00 device was received to the manufacturing site in a plastic bag inside the original box. Visual inspection, using a microscope at 10x magnification, showed scarce ovd (ophthalmic viscoelastic) residues inside the cartridge. The plunger was observed loaded as required and engaged. No damages on the device were observed. No plastic particle was returned. The claim could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that one additional complaint for this order number has been received for loading issues, unrelated to this claim. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.